Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 538 mg/dl while wearing the pod between 4 and 24 hours on the thigh. The mother stated that the needle did not retract.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found no evidence that would result in bleeding or bruising at the infusion site; a root cause could not be determined. Inspection of the needle mechanism assembly found no evidence that would result in the needle not retracting after needle fire; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.